Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed interference/noise.high ventricular sensing integrity counts (v-sic) are observed with 2303 counts on the lifetime counter. These counts began at implant. High sic can indicate the presence of noise or intermittency in the system.

Event description:
It was reported that 1 day post defibrillator changeout, the rv lead was oversensing. Device manipulation did not elicit any oversensing. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.